Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a higher sensor scan when compared to a competitor meter. The caregiver further reported that the customer experienced symptoms described as sweaty, losing focus, shaking, and a seizure. The customer further reported being able to self-treat with chocolate and no third-party intervention was reported. No further information was provided. There was no report of death or permanent injury associated with this event.